Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It is unknown whether reprocessing was practiced in accordance with instructions for use (IFU). The foreign material residue point was confirmed to be free from deformation. The root cause of the foreign material remaining in the subject device could not be identified. The instruction manual states the detection method associated with the event in "instructions for gif/cf/pcf-290 series, operation manual chapter 3, ¿preparation and inspection", and preventative measures in "instructions for gif/cf/pcf-290 series, reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.